Manufacturer narrative:
Batch review performed on 22 dec 2025. Lot 2316830: (B)(4) items manufactured and released on 27 july 2023. Expiration date: 12 july 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery performed two years after the primary surgery due to a loose tibial tray. All gmk sphere components were revised to gmk revision components. The surgery was completed successfully.